Manufacturer narrative:
Reporter indicated the product was tested at the hospital and found to be operating within specifications; no product malfunction was reported. The unit will not be returned to manufacturer for further evaluation. Customer only provided (B)(4) as the serial number which indicates the unit was manufactured some time in 2002. Attempted to obtain alpha portion of sn (which would indicate month of manufacture) but have not heard back from initial reporter.

Event description:
It was reported that an elderly pt with poor circulation was using an mta6900 and reportedly sustained a burn on her right arm/hand area. A cream was used to treat the burn, but no further medical intervention was required. The product was tested at the hospital and found to be operating within specifications.